Event description:
A ventilator was returned to the manufacturer for a routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. The device failed a step during testing. The ventilator's active exhalation control module was replaced to address the issue.